Event description:
It was reported that during a filter implantation procedure, filter placement difficulties occurred. The jugular titanium filter was advanced to the right jugular. The filter was released from the carrier, and "floated to the right ventrical." The patient was transferred to another facility for additional intervention. The patient status at the time of transport was "stable." Further information was requested but is not available.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)